Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2012. The pt's anatomical form was suitable for the procedure although the length of l1 was extremely short. Final angiography revealed type I endoleak. Ballooning was performed repeatedly, but it was not resolved. The body extension was placed just below renal arteries. Endoleak was reduced, but it still remained. Moreover, the body extension seemed like turning inward. Ballooning was performed but it was not resolved. The physician decided to take a wait-and-see approach. No adverse effect on the pt was observed. No images provided to assist in this investigation.

Manufacturer narrative:
(B)(4). Event is still under investigation.